Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and the transmitter. The insulin delivery was suspended, and the pump prompted the customer to insert a new battery. The customer reported no adverse events. The event involved the products mmt-1884 and mmt-7040b. Troubleshooting was partially performed, including advising the customer to replace the battery and reestablish the connection between the pump and transmitter. While the pump successfully started communicating with the transmitter, the led light on the transmitter did not blink when connected to the sensor, despite the transmitter being fully charged. The customer was advised to replace the sensor and ensure proper connection between the transmitter and sensor. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7040b.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.